Event description:
It was reported that during a hybrid bypass treatment procedure, stent damage and a deployment issue occurred. Vascular access was obtained via an antegrade puncture. The target lesion was located in the superficial femoral artery (sfa). During deployment of a 7x118x120 epic- vascular stent when rolling the thumb wheel of the stent system back, the stent began to accordion on itself and the final deployed stent length was roughly 60 mm. Another unspecified stent was deployed to cover the remaining portion of the target lesion. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).